Manufacturer narrative:
Continuation of concomitant products: w4tr02 crt-p, 429888 lead implanted (B)(6) 2019; 3058 interstim urinary ipg, 3889-28 lead implanted (B)(6) 2020.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.